Event description:
It was reported that the user experienced bluetooth connectivity loss between the dexcom g7 cgm and the ilet, resulting in no cgm readings on the ilet and subsequent reconnection showing high glucose with rising trend that later trended downward after troubleshooting. Symptoms included hyperglycemia of 401 mg/dl. Outcomes included the need for troubleshooting and education, including instructions to allow time for automated correction and guidance on temporary manual injection with disconnection if worsening. Investigation included review of cgm alert history, device restart, cgm pairing mode toggling, and confirmation of data flow restoration. Investigation of this case revealed a cgm-to-ilet communication disruption that resolved after reconnection, with the device functioning as designed once signal was restored. It was concluded, based on previously established findings for similar reports, that the cause was intermittent signal loss between the cgm and ilet.